Manufacturer narrative:
This event report was received through clinical data collection activities. Engineering evaluation noted that the revision reported was likely the result of infection, which is addressed in the product labeling under general surgical risks.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2015. Revision due to sepsis of a total knee arthroplasty. The case report form indicates this event is possibly related to devices and procedure.